Event description:
Abbott's freestyle libre 3 cgm(continuous glucose monitor) sensor has experienced its third failure in the last three months during its 14-day monitoring period. The most recent incident occurred on september 17th at 3 am, which was only on the 7th day of the 14-day period (serial# (B)(6)). This recurring issue is putting me at significant risk, especially considering that I rely on insulin as an insulin-dependent individual. Without a functioning sensor, I am unable to accurately determine the insulin dosage I need, which is particularly concerning when I'm traveling. I want to emphasize that each time the device has failed, my immediate action has been to contact abbott laboratories. They have consistently instructed me to return the malfunctioning device to them, after which they send a replacement. This raises important questions about the prevalence of such issues. If I've encountered three device failures in just three months, it begs the question of how many other users are facing similar problems. Moreover, the reliability of the data produced by these devices is now in doubt due to these repeated failures. Personal experience has led me to believe that these devices have inherent issues, and it's troubling that abbott laboratories continues to distribute them without initiating a product recall. In light of these concerns, I strongly urge the FDA to launch an investigation into the numerous customer complaints regarding these devices. It is crucial to take appropriate action to safeguard the health and well-being of patients who depend on these devices for their daily care. Don't have the original pkg (package). Reference reports: mw5145958, mw5145959.